Event description:
Patient noted loss of visual display (controller). In clinic, examination of device showed fractured wire in kinked driveline. Driveline repair completed by thoratec engineers. No pump malfunction noted. Pt remained stable throughout procedure.